Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in operating room for an implant of a left ventricular lead. Prior to implanting the lead, an attempt was made to pass the guidewire all the way through the lead, but upon approaching the distal tip it would not pass the final electrode. The lead was never implanted and not used for the procedure; instead, another lead was used without issue. This did not adversely affect the patient who remained stable before, during, and after the procedure and will continue to be monitored.